Event description:
A surgeon reported that after intraocular lens (iol) injection into the patient's eye a white substance was observed in the anterior chamber. The iol was left implanted. Postoperatively the patient experienced an anterior chamber inflammation with fibrin deposits on the implant. A decrease in vision was noted at postoperative day 10. Until that day vision was reported to have been "perfect". The patient received intensive steroids treatment for 24 hours and was reported to be improving with vision starting to pick up. The reporter was not able to tell the origin of the substance however suspected it might have come from the cartridge or might be due to the sterilization process at the facility. Additional information has been requested but not received to date. This is one of six reports being filed for this facility.

Event description:
Additional information was provided by the reporter. The patient was better and no other cases had arisen. A sample of the white substance was tested at the facility's' pathology department. Pathology results were reported to be inconclusive. The facility conducted an internal investigation and concluded that the material was dry / coagulated viscoelastic from prolonged air exposure. The facility changed the process scrub nurses follow to prepare the cartridge to prevent this event from reoccurring. Viscoelastic and iols had been quarantined and are now being used again.

Manufacturer narrative:
Evaluation summary: the root cause for the reported complaint appears to be a coincidental event that was unrelated to product. The account conducted their own internal investigation and concluded that the material was dry/coagulated viscoelastic from prolonged air exposure. The account changed the way the scrub nurses prepare the cartridge to prevent this reoccurrence. Based on this information, the device did not cause/contribute to the event. Based on the results from the product and batch history record, the lens met release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
. Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. Additional information has been requested but not received to date.